Manufacturer narrative:
Product was requested to be returned and has not been received for evaluation. Note: this report is based on the customer's reported issue via maude report mw5068579. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states "do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal." (B)(4). Pending product receipt.

Event description:
Nurse reported that patient broke the soft wrist restraint and flung over the bed rail onto the floor. A stronger restraint was used to intubate agitated patient, then replaced with soft wrist restraint for medical protection of tubes. During extubation, the patient broke the plastic piece on one wrist restraint, swung over to the other side of bed and flipped over the side rail landing on the floor. No serious injuries were reported.

Manufacturer narrative:
Several attempts were made to get the device back for evaluation but the device was not returned. Without the device the reported issue could not be confirmed and possible causes of the failure could not be determined. Historical data did not reveal similar instances of a patient being able to brake the plastic clip on the restraint. However, broken clips on similar devices were attributed to excessive force. Since the reported issue acknowledges that the patient "broke" the plastic piece and the patient caused the damage to the restraint, it can be assumed that the device did not malfunction. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Supplemental medwatch required for additional information.